Event description:
Analysis of the returned device found the distal end to be broken, the coil was separated and the polytetrafluoroethylene coating on the proximal end of the device was peeled. There was no reported patient contact.

Manufacturer narrative:
The device history record (DHR) review found that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the ptfe coating was peeled away from the stainless steel core wire in several locations 36cm from the proximal end. The torque device brass collett markings appeared to be on the guidewire, indicative of the torque device having been dragged down the device. The known cause for this is the insufficient tightening of the torque device on to the device. The directions for use specifically instructs the user to tighten the torque device securely to prevent damage to the ptfe coating as observed on the returned device so this damage is considered to be caused by user error. The nitinol tubing was found to be separated 9.5cm from the distal end, slight stretching was noted to the nitinol tubing at the separated end. The nitinol tubing proximal bond was in place and no anomalies were noted to the bond joint. The platinum coil was severely stretched and the core wire was broken 199.7cm from the proximal end. No other anomalies were noted to the device. A definitive cause for the observed stretching and separation at the distal end cannot be determined. The DHR review indicated that all released devices met specification prior to release, including visual inspection for damage to the platinum coil and nitinol tubing components. Based on the information provided and the investigation it was concluded that the most probable cause for the event was aggressive handling of the device during preparation.